Event description:
Per the clinic, the device was electively explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient also experienced poor performance with the device. Device analysis report attached.